Event description:
The customer reported falsely depressed alinity I tsh results on two patients results provided: sid (B)(6) = initial on (B)(6) 2022 = 0.17 miu / l, repeat on (B)(6) 2022 = 2.8 miu / l (B)(6) 2022 sid (B)(6) = 0.05 / 2.63 miu/l ((normal range 0.4-4 miu / l)./ l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier: sids: (B)(6).

Event description:
The customer reported falsely depressed alinity I tsh results on four patients results provided: sid (B)(6) = initial on (B)(6) 2022 = 0.17 uiu /ml, repeat on (B)(6) 2022 = 2.8 uiu /ml; (B)(6) 2022 sid (B)(6) = 0.05 / 2.63 uiu/ml; (B)(6) 2022 sid (B)(6) = 0.28 / 1.7 uiu/ml. (Normal range 0.4-4 uiu /ml). (B)(6) 2022 sid (B)(6) = 0.26 / 0.97 / 0.95 / uiu/ml, on the architect = 0.97 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
Field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system, cleaning and parts replacement were performed. There have been no further reports of discrepant results since the fs site visit was conducted. A review of the alinity I (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity I (B)(6) analyzer. Section a1 patient identifier sids: (B)(6). Section b5: additional patient provided.

Event description:
The customer reported falsely depressed alinity I tsh results on three patients results provided: sid (B)(6) = initial on (B)(6) 2022 = 0.17 miu / l, repeat on (B)(6) 2022 = 2.8 miu / l (B)(6) 2022 sid (B)(6) = 0.05 / 2.63 miu/l; (B)(6) 2022 sid (B)(6) = 0.28 / 1.7 miu/ml. (Normal range 0.4-4 miu / l). No impact to patient management was reported. Per q-22-01-015 edition 006, falsely decreased thyroid stimulating hormone (tsh) with a shift greater than 28% is reportable.

Manufacturer narrative:
Additional patient added to section b5: (B)(6) 2022 sid (B)(6) = 0.05 / 2.63 miu/l; (B)(6) 2022 sid (B)(6) = 0.28 / 1.7 miu/ml. (Normal range 0.4-4 miu / l).this follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Event description:
The customer reported falsely depressed alinity I tsh results on three patients results provided: sid (B)(6)= initial on 08aug2022 = 0.17 miu / l, repeat on (B)(6)2022 = 2.8 miu / l (B)(6)2022 sid (B)(6)= 0.05 / 2.63 miu/l; (B)(6)2022 sid (B)(6)= 0.28 / 1.7 miu/ml. (Normal range 0.4-4 miu / l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6), (B)(6), (B)(6), (B)(6) section b5: two additional patients provided